Event description:
It was reported; the patient experienced a supraventricular tachycardia (svt) and inappropriate atp was delivered due to an incorrect interpretation of signals. Technical support was contacted and noted the device performed according to the programmed settings. Technical support recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.